Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the diagnostic mobile programmer application displayed a device electrical reset error message although no device reset occurred within the device history logs. No patient complications have been reported as a result of this event.